Manufacturer narrative:
Per evaluation by the manufacturing site: when investigating the complaint, it was found that the 4 returned items had a loop that was bent too much at the distal end see figure 2. If the sling has such a bend, it is likely that it is not working properly. Here you should follow the warnings as well as the correct handling in the IFU. It is likely that excessive force has been applied to the items during assembly, which has led to the strong bending and thus to the impairment. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a procedure (case type and date not provided), the cutting loop started catching on the tip of the sheath. Eventually the loop was unable to be retracted back into the sheath, and then broken off into the patient as a result. No patient injury was reported.

Manufacturer narrative:
Changes made from the initial report: updated the UDI number in section d4. Updated section d9 to yes, and entered the device returned date to the manufacturer. The device was returned to our us facility on july-29-2024, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).